Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined; however, mitral stenosis a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and a bassline mean pressure gradient (mpg) of 2 mmhg for a mitraclip procedure. During the procedure, three mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade 1-2, the final mpg was 5mmhg. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient was determined to have a mean pressure gradient of 12mmhg.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and a bassline mean pressure gradient (mpg) of 2 mmhg for a mitraclip procedure. During the procedure, three mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade 1-2, the final mpg was 5mmhg. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient was determined to have a mean pressure gradient of 12mmhg.